Event description:
New information received notes that that the patient presented in clinic for a follow-up. Interrogation revealed that the implantable cardioverter defibrillator exhibited backup vvi due to an event queue overflow. Programming changes were made. The patient's was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited backup vvi. No further information was reported. The patient's condition was unknown.